Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to battery pin 5 ¿ battery ground (brown wire), which caused an intermittent connection inside the cable strain relief. The confirmed malfunction is related to the reported event. In addition, the battery had a high max error, indicative of a unit that is out of calibration. This is an incidental finding not related to the reported event. The most likely root cause of the failure is improper assembly, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was making an intermittent connection with the controller. The battery was replaced. No patient complications have been reported as a result of this event.